Event description:
Healthcare professional reported left side ¿rupture¿, ¿a large amount of encapsulated seroma¿, ¿pain¿ and ¿a slight change in volume and shape¿. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2019. Device evaluation: analysis of the returned device identified: weight to the spec and deformation device. Cloudy in the gel observed after autoclave cycle. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. (B)(4). The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.